Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce and did not identify any similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) from the date of manufacture on 01-aug-2016 confirmed that this device was not previously returned for service and no production failures were identified that would correlate with the customer reported issue. Upon investigation of the device involved in this incident it was determined that the main half height drawer 3 2 had a sliding issue. The field service engineer troubleshot the drawer and identified damaged side rails with the metal cage broken. The rails were repaired and the customer confirmed that the rails were functioning properly. The system functioned as intended following field service engineer resolution.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 did not fully open. The user had to hold the cubies to remove the medication, during which their finger was pinched. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 did not fully open. The user had to hold the cubies to remove the medication, during which their finger was pinched. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.